Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation:complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2022, the surgeon wished to remove an orthopedic expert tibia nail of 375 mm on a patient to put a nail of 390 mm. The nail was implanted in the same establishment about ten days ago by another surgeon. During the procedure, the surgeon removed the locking screws and tried to fix the extraction screw to remove the nail. However, this screw turned in a vacuum and could not attach to the nail. According to the surgeon, the female thread of the nail was damaged, because he managed to fix this extraction screw in a new, sterile, 390mm expert tibia nail. The surgeon tried other methods to remove the nail, and he managed to remove it by 2 cm, but to avoid breaking the tibia again, he preferred not to remove and proceed differently to complete the operation. However, the surgeon wants to remove this nail one day. This report involves one (1) 8mm ti cannulated tibial nail-ex/375mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 04.004.355s. Lot # 2l54927. Manufacturing site: werk selzach. Release to warehouse date: 26 nov 2018. Expiration date: 01 nov 2028. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.004.355. Non-sterile lot # 2l31010. Manufacturing site: werk mezzovico. Release to warehouse date: 12 oct 2018. Supplier: n/a. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.